Manufacturer narrative:
Device still implanted.

Event description:
Mobi-c p&f us : speech change, recurrent larungeal, nerve injury. No revision, speech therapy. Probably not device-related according to surgeon. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Additional information were requested without answer yet.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. No additional information was received, follow up medwatch is submitted to send the result of the investigation and the root cause. Product is still implanted. No examination could be performed the review of the device history records shows no evidence on a device issue. From the surgeon evaluation of the case, the event is not related to device and there is no reasonable possibility that the adverse event may have been caused by the device. Several attempts were made to collect additional information on this event. No sufficient informations were received. The investigation found no evidence on a device issue. The exact cause of this event remain undetermined. If additional information was received that add a value on this investigation conclusion, another report will be sent. Still implanted.

Event description:
Mobi-c p&f us: nerve injury/speech change. Although several attempts were made to collect additional information on this event. No update were received. Based on the surgeon evaluation of the case, the event is not device related.